Manufacturer narrative:
E1 : establishment name: (B)(6). Street: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced high blood glucose levels upto 390 mg/dl on (B)(6) 2026 due to presence of air bubbles in the reservoir and was treated by changing the infusion set and by correction with pump.